Event description:
It was reported by the customer's husband ken, that the customer's insulin pump is not delivering insulin. Customer's blood glucose level at the time 396 ml/dl. Unable to perform troubleshooting. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.